Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The right ventricular lead exhibited noise oversensing thought to be caused by an external source. No interventions were performed.

Manufacturer narrative:
Correction: the device manufacture date should have been "dec 10, 2007".